Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer¿s wife reported that customer had a change sensor alert. Customer also had a low blood glucose event due to sensor failing to send sensor signals in the middle of the night and caller alleged the pump did not stop delivering insulin. No treatment was mentioned for the low. Customer later said sensor would not work unless he unpairs and pairs them both each time he uses a sensor, as sensor could not be recognized upon insertion. Customer declined troubleshooting and wanted a replacement transmitter. Transmitter was not tested. Later, customer said the situation was already fixed. Pump was used within 48 hours of the low. It was unknown if smartgaurd was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. Transmitter is returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the pump. The customer also experienced possible over delivery. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l, mmt-342, mmt-431a. The customer reported low bgs. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-431a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.